Event description:
Pt required interventional thrombectomy requiring use of a penumbra jet 7 reperfusion catheter. During procedure the catheter was advanced to right internal carotid artery for angiogram. During contrast administration, catheter unexpectedly ballooned out proximal to distal tip. Catheter was removed angiogram demonstrated contrast extravasation. Pt suffered arterial rupture leading to minimal brain activity and passed subsequently. Saline flush of removed catheter revealed out pouching of the catheter wall.